Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a creatinine value of 2.10 mg/dl, which repeated as 1.30 mg/dl. The second sample initially resulted in a creatinine value of 1.45 mg/dl on (B)(6) 2021, which repeated as 1.11 mg/dl on the same day. The creatinine reagent lot number was 56717501, with an expiration date of 30-apr-2022.

Manufacturer narrative:
The customer confirmed that the sample rack had no adapters required for 13 mm. Diameter tubes and a 13 mm. Diameter tube was used. Per product labeling: "for sample tubes with an outer diameter of 13 mm or less, use the roche diagnostics cup adapter or use 13 mm mpa racks alternatively." The investigation could not identify a product problem. The issue is related to pre-analytic handling of the sample.